Manufacturer narrative:
This product is not marketed in the u.s. No code available (secondary surgery, lens exchange, significant reduction of ica). (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.7 diopter -5.5/+1.0/090 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.